Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is "too hot" during use. Customer further reports their reader burned their hand. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The customer reports that the reader had burned their hand while grabbing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Reader was observed to be heating up rapidly while de-casing. An extended investigation was performed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage was observed. No corrosion was observed. The reader did not powered on with button depression, cable and test strip insertion. The reader's battery was measured however it was not within the specification range. A known good battery was used for the remainder of the investigation. The reader was able to power on by using the known good battery, but had a 'connected to the computer' display message. A known good cable was connected to the reader and placed the reader on charge, the reader showed typical charging capabilities and a self-test was performed using the reader's own software. The reader indicated it passed all self-tests. The reader was then connected to computer for extracting event log. Further testing was performed on the reader's subassembly. The reader's sleep off current was measured using a digital multimeter (dmm) connected in series between the battery and the reader's pcba. The sleep off current was measured however it was not within the specification range. The reader was monitored under thermal camera to identify the cause of high current and observed hotspot on the analog switch chip (u13) and cpu(central processing unit) (u2)it exhibits an increase in temperature when the battery is connected but the button is not pressed. It was determined that this issue is caused by excessive power on multiple components as a result of user error due to customer using incorrect usb adapter. Investigation of the device revealed that the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components leading to fast draining battery and a ¿connected to the computer¿ display message. Therefore, the issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is "too hot" during use. Customer further reports their reader burned their hand. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their abbott diabetes care device is "too hot" during use. Customer further reports their reader burned their hand. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable, and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.